Manufacturer narrative:
The initial reporter¿s phone number is (B)(6). The device was not returned to physio-control for evaluation. Based on the reported information, physio-control has determined that the likely cause of the reported issue was due to the dimensions of the lid assembly being out of specification, which resulted in the missing magnet. The customer has been provided with a replacement lid.

Event description:
The customer contacted physio-control to report that their device has missing magnet in the lid, which caused the device to not power on or off automatically when the lid is opened or closed. In this state, the user would need to manually power on the device and a delay in defibrillation of greater than 30 seconds may occur. There was no patient use associated with the reported event.